Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad traces. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, missing end cap sticker and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the insulin pump had unresponsive buttons. The insulin pump had not alarmed an error. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.